Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, atrial noise and non-sustained right ventricular oversensing episodes were noted. Provocation testing was performed which indicated the oversensing and noise were related to a device issue. The device was reprogrammed to resolve the event and the patient was in stable condition.